Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included parity 2, parity 2, body mass index normal, cervicitis, dysplasia and paratubal cyst. On (B)(6) 2009, the patient had essure inserted. On 1-jan-2010, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"), 1 year after insertion of essure. On (B)(6) 2010, the patient experienced bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and depression ("hormonal changes describe: depression"). On (B)(6) 2012, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain / severe abdominal cramping"), back pain ("back pain"), abdominal distension ("bloating") and anxiety ("hormonal changes describe: anxiety"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower and back pain had not resolved and the bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, abdominal distension, alopecia, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, depression, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, migraine, pelvic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: patient is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently patient continue to suffer from the symptomps. On 17-oct-2015 her physicain advised the essure wires were located. 20-feb-2019-discharge date diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: results: total bilateral occlusion.; on (B)(6) 2018: results: total bilateral occlusion. Current weight 132 lbs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included parity 2, parity 2, body mass index normal, cervicitis, dysplasia and paratubal cyst. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"), 1 year after insertion of essure. On (B)(6) 2010, the patient experienced bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and depression ("hormonal changes describe: depression"). On (B)(6) 2012, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain / severe abdominal cramping"), back pain ("back pain"), abdominal distension ("bloating") and anxiety ("hormonal changes describe: anxiety"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower and back pain had not resolved and the bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, abdominal distension, alopecia, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, depression, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, migraine, pelvic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: patient is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently patient continue to suffer from the symptoms. On (B)(6) 2015 her physician advised the essure wires were located. (B)(6) 2019- discharge date diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - in (B)(6) 2016: results: total bilateral occlusion.; on (B)(6) 2018: results: total bilateral occlusion.. Current weight (B)(6) . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Case became serious incident because of essure removal done. Reporters, lab data, removal details and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.